Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the connector port of the pulse generator. A new pulse generator was used and the physician was able to insert the lead into the new device header. The procedure proceeded uneventfully.

Manufacturer narrative:
(B)(4).